Event description:
After 3 lesions of left common ostium, the procedure continued to the right superior pulmonary vein. First lesion was completed after 4 minutes, second lesion was terminated early at 100 seconds due to questionable diaphragm capture but returned after catheter repositioning. Third lesion in rspv was again terminated at approximately 100 seconds due to same questionable diaphragm capture and patient found by anesthesia to be hypotensive at that time. Patient deteriorated into unstable rhythm where resuscitation attempts where initiated but unsuccessful. Resuscitation attempts terminated after approximately 30 minutes. The cause of death was determined by autopsy to be electromechanical dissociation.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. Bin files were not sent; only text files were sent and they do not record injection curve behavior. The visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter has been used for 8 injections. The catheter passed the performance test and the electrical integrity as per specification, also the impedance was within specification. The dissection / pressure test did not show any leak or traces of liquid, blood inside the catheter. The mapping catheter used was also returned and inspected and passed the inspection as per specification.